Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was intermittently unable to communicate with a belt. The monitor had a cold solider joint j1001 on the ca board causing the intermittent connection to the electrode belt. The root cause for the damaged solider joint could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).